Event description:
Related manufacturer reference number: 2017865-2023-49991. Related manufacturer reference number: 2017865-2023-51132. It was reported a patient's left ventricular (lv) lead presented with non-capture due to dislodgement, confirmed via x-ray and fluoroscopy. The atrial lead was also dislodged. The lv lead was capped and replaced in a procedure on (B)(6) 2023. During the operation, a lead slack issue was noted on the right ventricular (rv) lead. No further changes were reported. Post-procedure the patient was stable.